Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that cartridge change errors occurred. It was also reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 206 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.